Event description:
Spontaneous call from pt. Pt states that her cadd legacy pump will give high pressure alarms randomly, but then when she shakes her tubing, the alarm goes away. No pattern to when pump gives the alarm. Pt confirmed that tubing is attached correctly. No problems with central IV line. Pt has not experienced any adverse event. Pt states that alarm occurs with both pumps. Pharmacy to send 2 new replacement pumps. No other info known. Dose or amount: 100nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2015 to current. Diagnosis or reason for use: pah.